Event description:
A report was received that the patient was experiencing pocket pain when he would charge the ipg. The physician recommended pain medication.

Event description:
A report was received that the patient was experiencing pocket pain when he would charge the ipg. The physician recommended pain medication.

Manufacturer narrative:
Additional information was received that the physician believed there was no device malfunction.